Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter was correctly inserted. Once they start transfusion and medicine through catheter they noticed a leak. They checked the position of the catheter but found the catheter was leaking. They took it out and used a new one. No patient harm reported.

Event description:
The complaint is reported as: the catheter was correctly inserted. Once they start transfusion and medicine through catheter they noticed a leak. They checked the position of the catheter but found the catheter was leaking. They took it out and used a new one. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc and the product lidstock for investigation. The catheter contained obvious signs of use in the form of biological material. After the catheter failed functional testing (see below), the catheter body/juncture hub were microscopically examined. A small slit/hole was detected directly adjacent to the juncture hub. The damage observed was consistent with the catheter coming into contact with a sharp object (i.e. Scalpel , scissors, etc.). The total length of the catheter body measured to be 218mm which is within specifications of 207mm - 227mm per product drawing. The outer diameter of the catheter body measured 0.096" which is within specifications of 0.094" - 0.098" per catheter body extrusion drawing. The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter was initially flushed using a water filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped and all three extension lines were again flushed. When the medial lumen was pressurized, water leaked from the catheter body/juncture hub region. No leaks were detected when the distal and proximal lumens were pressurized. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained a small hole directly adjacent to the juncture hub. The damage observed was consistent with the catheter coming into contact with a sharp object (i.e. Scalpel, scissors, etc.). A device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the damage was observed during use, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.